Manufacturer narrative:
(B)(4). Additional information for initial reporter: address (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The patient experienced peritonitis manifested by cloudy effluent. The following day, the patient was hospitalized for the peritonitis. The cause of the peritonitis event was unknown. On the same day, the patient began treatment with vancomycin (via intravenous route, dose and frequency not reported) for the event of peritonitis. On an unreported date, the patient experienced staphylococcus aureus septicemia. It was reported that the patient had not recovered from the peritonitis event prior to the time of death. It was unknown if therapy was ongoing at the time of death. An autopsy was not performed. Pd therapy was reported to be ongoing. No additional information is available at this time.